Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. H3 other text : device not returned.

Event description:
It was reported that the customer inadvertently performed the load sequence while connected to the site. It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 50 mg/dl on an estimated date of (B)(6) 2021. Customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged 8 hours later the same day with the issue resolved and no permanent damage. Tandem technical support educated the customer to not be connected to the pump during the fill tubing process. It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 50 mg/dl; cause was not known. Carbohydrates were consumed and IV of saline was administered by a health care provider to address the bg. Customer was discharged from the ER after 8 hours with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider regarding diabetes management.